Manufacturer narrative:
Model number: balloon: 72400024; pump: 72404127; serial number: balloon: (B)(4); pump: (B)(4); catalog number: balloon: 72400024; pump: 72404127; UDI number: balloon: (B)(4); pump: (B)(4); expiration date: balloon: 09/18/2017; pump: 11/05/2013; manufacture date: balloon: 10/08/2012; pump: 11/19/2012.

Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The device was no longer functioning. The system was replaced with a new 4.0 cm cuff, pump, and balloon. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.